Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional (hcp) later reported that the chart and operative note was very vague and did not provide much information about either of the previously reported dates. The physician who handled both of the cases had retired, so they could not ask him any details. The notes on (B)(6) 2011 noted there was a malfunctioning catheter. There was no information about how that was determined or what was meant by malfunctioning. There was no concentration listed, only unspecified baclofen at 300 mcg/day. The patient continued to have therapy issues and on (B)(6) 2011 they went back into examine the catheter. It was removed and given to an unnamed representative to examine on the back table. At that time the medication infused was gablofen 800 mcg/day. All they knew was that replacing the catheter worked and there were no further issues noted after that. The patient was receiving effective therapy. The aware date has been updated to 2011-06-08 in this report.

Event description:
It was reported that ¿also cath revised (B)(6) 2011.¿ additional information has been requested, but was not available as of the date of this report. (B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2011-(B)(6), product type catheter product ID 8596sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2011-(B)(6), product type catheter. (B)(4).